Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product has not been received for eval. Product history records could not be reviewed, because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4)